Event description:
In 2005 - a dental implant was placed in tooth location #18. Subsequently the pt was experiencing paresthesia in the lower lip area. Two days later - the implant was removed from the pt's mouth. Five months later - the clinician was contacted. He stated the implant was removed because of paresthesia in the pt's lower lip area.